Event description:
It was reported that the port of the subject device was not working and when plugged in, nothing could be seen. The issue occurred during the setup (before patient in room) of a diagnostic procedure and was completed with a similar device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty patient board set. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of port not working was due to faulty patient board set. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.